Event description:
Difficulty breathing; forced to wear tight fitting cloth face covering over mouth and nose even while panting from exertion. This causes panic as I can't get full breathe when needed most. FDA safety report ID # (B)(4).